Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air-in-line alarms through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The failed upstream sensor was replaced.